Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system was stuck in "initializing system, please wait". The site tried rebooting the system with no resolution. The mobile viewing station (mvs) and image acquisition system (ias) were turned off and the umbilical cord unplugged, both systems were booted back on completely, and this was able to resolve the initializing error. However, when the system was unplugged, it was noticed that the umbilical cable seemed loose. No patient present.